Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath a clot was seen on the tip of the sheath. Heparin had been given at the start of the procedure and a constant heparin drip was running during the procedure, and the sheath was connected to continuous irrigation. While placing diagnostic catheters for monitoring the thrombus was observed on the tip of the sheath. The patient's activated clot time was checked with a result of 204. A couple minutes later the sheath was accidently drawn back into the right atrium and the clot became trapped into the transeptal puncture site. More heparin was given and the continuous heparin drip was doubled, resulting in an act of 256. A few minutes later another bolus of heparin was given and the drip was further increased which resulted in an act of 320. The ablation procedure was cancelled at this time and the patient was transferred to an operating room to have the thrombus removed. The sheath is not expected to be returned as it was disposed of following the surgical intervention for the thrombus. The patient was hospitalized following the surgery and they were reported to have recovered without further complications. There is suspicion that the organic material may have been tissue from the femoral vein instead of a clot, but this has not been confirmed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath a clot was seen on the tip of the sheath. Heparin had been given at the start of the procedure and a constant heparin drip was running during the procedure, and the sheath was connected to continuous irrigation. While placing diagnostic catheters for monitoring the thrombus was observed on the tip of the sheath. The patient's activated clot time was checked with a result of 204. A couple minutes later the sheath was accidently drawn back into the right atrium and the clot became trapped into the transeptal puncture site. More heparin was given and the continuous heparin drip was doubled, resulting in an act of 256. A few minutes later another bolus of heparin was given and the drip was further increased which resulted in an act of 320. The ablation procedure was cancelled at this time and the patient was transferred to an operating room to have the thrombus removed. The sheath is not expected to be returned as it was disposed of following the surgical intervention for the thrombus. The patient was hospitalized following the surgery and they were reported to have recovered without further complications. There is suspicion that the organic material may have been tissue from the femoral vein instead of a clot, but this has not been confirmed.